Event description:
It was reported that the patient had a loss of therapeutic effect. The device worked at first, but then slowly the leaking started coming back aggressively and it was primarily at night. The device stopped working for her eight months after implant. The patient was scheduled to have the system removed on (B)(6) 2015 because it did not work for her. She was assisted in turning it off. The healthcare provider (hcp) would try botox on the patient instead. Follow-up information received from the patient reported that she had no concerns with her device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va09nax, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).